Manufacturer narrative:
The lot was manufactured between november 21, 2017 - november 23, 2017. Correction/removal report number: 3010291427-09/12/2018-001-r. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak form the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition was not determined. This issue is further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml, eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the end of the port. This was observed after compounding. There was no patient involvement. No additional information is available.